Manufacturer narrative:
Additional information has been received; the previously reported event is no longer considered reportable at this time as there was no failure of the device. No further follow-ups will be sent.

Event description:
It was reported that the patient with prior total hip replacement and total knee replacement was treated for a right distal femoral fracture using a vaco plate. The vaco plate was used as a bridging construct spanning proximal femoral stem and distal femoral component. Three (3) supercables (kinamed) were used prior to fixation to reduce the distal third spiral fracture. The vaco was applied with long screws distally and periprosthetic screws proximally. Postoperatively, the patient was instructed to touch-weight-bear for six weeks. About seven weeks later, on (B)(6) 2026 the patient underwent revision surgery due to implant failure. The plate fractured in situ at the combi-hole in the bridging zone, with the original distal portion of the fracture propagating to the plate, below the most distal supercable. Intraoperatively, callus formation was observed by the surgeons at the fracture site - indicating biological healing activity. No definitive determination was made regarding the cause of implant failure, though weight-bearing nonadherence was considered. The broken plate and screws were removed without difficulty and replaced with dual (medial and lateral) competitor's plates. No other reported injury or damage occurred as a result of the implant breaking. Patient is recovering as per post op plan.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.